Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.